Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple pump error alarms. Customer stated that insulin pump had turned off and it did not turn on again. Customer reported that keyboard was locked up. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the functional tests, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test and dat at 0.08730 inches. No unexpected pump error 130 alarm and pump error 63 alarm noted during the testing. The pump was monitored for several days and no blank display noted. Successfully downloaded history files and traces using thump. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. No alarms/alerts were noted. No power error 25, low battery alert and replace battery alert/replace battery now alarm recorded in the formatted history file for the event date. However, insert battery alarm was recorded and found in the formatted history file on: 10/06/2021 07:23:38.000 to 10/06/2021 07:56:23.000 10/06/2021 08:05:05.000 10/06/2021 12:40:09.000 to 10/06/2021 12:51:31.000 10/06/2021 13:03:14.000 10/06/2021 13:08:53.000 power loss alarm was recorded and found in the formatted history file on: 10/06/2021 12:38:06.000 10/06/2021 13:02:22.000 to 10/06/2021 13:22:58.000 and pump error 23 alarm was recorded and found in the formatted history file on: 10/06/2021 12:51:03.000 10/06/2021 13:01:00.000 to 10/06/2021 13:19:00.000 pump error 23 alarm and power loss alarm were expected since the pump resets after the battery was removed for more than 10 minutes. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. Corrosion was found on the pcba 1, pcba 2 and motor assembly noted. No corrosion or moisture damage found on the force sensor and vibrator¿assembly noted. Pump error 63 alarm was recorded and found in the formatted history file on: 10/06/2021 07:33:03.000, 10/06/2021 07:33:52.000, 10/06/2021 07:36:58.000 10/06/2021 07:39:12.000, 10/06/2021 07:40:07.000 pump error 63 alarms (twi) (line number 147 file number 2017), suspected on hw. Pump error 130 alarm was recorded and found in the formatted history file on: 10/06/2021 07:13:35.000, 10/06/2021 07:34:35.000, 10/06/2021 07:34:54.000 10/06/2021 07:35:01.000, 10/06/2021 07:36:34.000, 10/06/2021 07:37:30.000 10/06/2021 07:42:53.000 no pump error 37, 38, 39, 41, 42, 43, 79, 80 and 82 alarm on the formatted history file noted. Pump error 130 alarm was confirmed according in the formatted history file download due to corrosion on the motor assembly noted. Force sensor zero offset within specification (23.2 mv). Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a pillowing keypad overlay, a scratched case, a cracked case-corner of belt clip rails near the battery tube compartment and a serial number label missing. Blank display was not confirmed. However, pump error 130 alarm and pump error 63 alarm were confirmed due to corrosion on the pcba 1, pcba 2 and motor assembly noted. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.